Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported loss of image during coloscopic diagnostic procedure involving an olympus colonovideoscope. The procedure was completed using backup device. There were no reports of patient harm.